Manufacturer narrative:
The device model number and lot number has been requested but to date has not been received from the initial reporter. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding tube needed to be removed due to not being able to remove the guidewire. In addition, the patient needed another tube insertion and x-ray to confirm.